Event description:
The following was reported to hamilton medical ag: the device does not turn on, the failure is in the power supply. The device was turned off after patient use, and then it was not possible turned on no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the device does not turn on, the failure is in the power supply. The device was turned off after patient use, and then it was not possible turned on no patient involvement.